Manufacturer narrative:
No button error alarm noted. Intermittent up arrow button due to moisture damage on keypad trace. Unit had cracked lcd window, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 196 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.